Event description:
It was reported that 10 syringe 10ml ll 21x1-1/2 emerald experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: syringes are received from poorly sealed packaging, with double paper and open, violating sterility.

Manufacturer narrative:
H.6. Investigation: batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. The retention samples were evaluated and no failure was observed. After the evaluation of the received photos and the photo characteristic, this failure happened due to an incorrect setup, where the operator did not empty the feeder to make the paper change in the sealing station of the machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. The retention samples were evaluated and no failure was observed. After the evaluation of the received photos and the photo characteristic, this failure happened due to an incorrect setup, where the operator did not empty the feeder to make the paper change in the sealing station of the machine. -the operators of the production line will be notified about the occurrence. Notification will be registered in the note:(B)(4). Additionally the incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that 10 syringe 10ml ll 21x1-1/2 emerald experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: syringes are received from poorly sealed packaging, with double paper and open, violating sterility.